Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01445. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and symptomatic cystocele and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and urinary incontinence. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cytoscopy. It was reported that patient underwent mesh removal and cystoscopy with transurethral injection of macroplastique on (B)(6) 2012 by dr. (B)(6).

Manufacturer narrative:
(B)(4): it was reported that patient experienced vaginal pain, mesh protrusion and erosion and had the following interventions: on (B)(6) 2011, the patient had a mesh excision/ mini arc percise sling and macroplastique implants. On (B)(6) 2012, the remaining mesh was removed.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced erosion, formation of scar tissue, dyspareunia, additional surgeries and neurologic compromise to her structures and tissues. No additional information was provided at this time.